Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's device had not been working for a year. Patient said they lost weight and the device was much more superficial now. Patient was on a couch and when they got up the device got stuck a little and when it came off the patient thought it may have moved. The next time the patient went to turn the device on the patient got a jolt to the point they wouldn't do it again. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received. Patient called back repeating previously reported event details regarding the issues with jolting. Patient again asked about MRI eligibility. Patient services reviewed considerations and recommended patient charge ins, handset, and communicator in order to access MRI mode. Patient services offered to assist patient further but they declined.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.